Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that during the sensor warm up period, the dexcom did not alert the patient that their blood sugar was low and they collapsed. The patient stated she was able to call her husband to come home and when he came home, the patient was on the floor, unable to speak. He provided the patient with fruit juice and after 20 minutes, the patient's blood glucose returned to a stable reading of 4.1mmol/l and she was able to talk. At the time of contact, the patient was alert and in stable condition at home. There was no allegation against the device as the during the sensor warm up period, the device will not display continuous glucose monitoring (cgm) values. Dexcom labeling indicates: you will not get any sensor glucose readings, alarm/alerts during your two-hour sensor warm-up period. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.